Manufacturer narrative:
(B)(4). D10: cat: 650-0661 lot: 3225465, delta ceramic fem hd 36/0mm. G2: foreign ¿ new zealand. H6: suggested component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately five weeks post-implantation, the patient underwent a hip revision due to a femoral fracture. The fracture was not noted during primary surgery or at 3-week pos-op check. A new head and stem with cables were implanted. It was reported no further information has been provided.